Event description:
During cannulation of the contralateral leg hole of the excluder bifurcated endoprosthesis (ebe), sheath access on the right side was lost, resulting in approximately 950ml of blood loss. Two units of blood were given. When the pt was deemed stable, the deployment of the contralateral leg was completed with an excellent result. This event was not related to the ebe, but rather a procedural issue with a vascular access device only.